Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
This supplemental is being filed to capture the additional information that indicates that the device and leads were explanted due to infection with sepsis.

Event description:
It was reported that this lead exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The lead was explanted. Additional information indicates also that device and leads were explanted due to sepsis.

Event description:
It was reported that this lead exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The lead was explanted. Additional information indicates also that device and leads were explanted due to sepsis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. This supplemental is being filed to capture the additional information that indicates that the device and leads were explanted due to infection with sepsis. If information is provided in the future, a supplemental report will be issued.